Event description:
Tubing of IV t-connector came apart where it usually is permanently connected to the device that connects the IV catheter hub to the primary tubing. The patient lost approximately 1-2 ml of blood from the broken tubing.